Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed fifty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. It was reported this occurred with 15 devices. This report addresses the fourth device.